Event description:
Hcp reported the patient has had "itb" therapy for 6 years. Within the last year the patient had spinal fusion surgery multiple times and since then has had issue with "itb" therapy. At last spinal fusion surgery they accidentally dislodged that catheter. Catheter revision done and fed higher up then previous level. Md reports that patient has had intermittant withdrawal/overdose symptoms on and off for the last year. They have done multiple dose changes, concentration changes, different infusion modes, adjustment of other oral meds. Pump was replaced for eol then second pump that was placed this year was replaced because a radioisotope study showed no advancement into catheter/pump system. No further details available. Patient continues to experience overdose/withdrawal episodes with new pump. Catheter studies through cap show successful aspiration and injection of dye into intrathecal space. Patient has had a drug holiday and continued changes in concentration and daily doses. Md did not have chart in front of her to note any details about specific dosing/catheter priming bolus/or radioisotope flow rates. There has been no volume discrepancy. The hcp plans to repeat readioisotope study and check volume in pump reservoir again.